Event description:
Additional information received noted that the patient was discharged home eventually with no consequences reported.

Event description:
It was reported that the patient presented in-clinic for a generator change procedure. Prior to the procedure upon interrogation, it was noted that the right-ventricular (rv) lead and the right-atrial (ra) lead exhibited high capture threshold. As a resolution the ra lead remained implanted, and the rv lead was capped and replaced on (B)(6) 2025. The patient condition was unknown. Further information was requested but not received.